Manufacturer narrative:
A ge representative evaluated the system and replaced the tgi and collimator interface boards. System operates as intended. This MDR is related ge healthcare (B)(4).

Event description:
The customer reported the fluoro image is inverted on all 3 monitors. No patient injury was reported.